Event description:
It was reported there was a faulty stylet and it would not advance into the trial lead after numerous attempts. It was noted that the lead was not implanted.

Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, product type accessory; product ID neu_stylet_acc, product type accessory; product ID neu_stylet_acc, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.